Event description:
It was reported by service report that the weld on the right locking spindle was broken and the side rail could not lock in the upright position. The customer could not determine if there was patient involvement or if there were adverse consequences to report.